Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest/indicate patient factors (severe calcification) and procedure related factors (the pusher sitting against a calcified segment on the ascending aorta) contributed to the event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
Edwards received notification from our affiliate in (B)(6). As reported, during a 26mm sapien 3 ultra case in aortic position by transfemoral approach, there was an aortic dissection that seemed to have occurred during valve positioning. The diagnosis was made the next day. A contrast CT was not done, and the CT was of the abdomen only (to rule out a retroperitoneal bleed) but on review of the final aortograms after valve deployment, a tear in the ascending aorta was found. It was probable that the dissection occurred in the horizontal aorta, once we the pusher was back, the dissection was noticed. The dissection was located in the descending aorta, but likely type a. The patient became bradycardic towards the end of the case, but recovered, and was up and walking later that afternoon in recovery (no neuro deficits). The blood pressure measurements however remained soft (completely asymptomatic). The patient was scanned next day as the patient was hypotensive and this picked the type b dissection. Looking back at the aortograms, there was a linear tear in the ascending aorta too. The chest was not scanned and with that age, the patient was a non-surgical candidate. It was decided to manage the patient conservatively. The patient was hypotensive. The patient was in hospital, walking on the wards for the next 5 days. The patient was due to go home the morning, but unfortunately the patient passed away. The patient died on post-operative day 7. The cause of death was probably due to an aortic dissection related to the tavi procedure. As per medical opinion, the root cause of the aortic dissection may have been related to the pusher sitting against a calcified segment on the ascending aorta, as the dissection only became evident after the valve was deployed. No tears were seen on the aortograms pre deployment.